Event description:
It was reported that the patient had aspiration pneumonia after her implant surgery and the patient stated that she was "in the hospital for another week." The medications used within the system were bupivacaine and sufenta. The patient's status was not reported. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8590-9, lot# n331028, implanted: (B)(6) 2012. Product type: accessory. (B)(4).